Event description:
It was reported by the affiliate error 1 occurs. Procedure: unknown. No patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require main pcb to be replaced. The device was functionally tested, met all product requirements and returned to the customer.